Manufacturer narrative:
The customer declined to perform hardware verification testing and requested service. The beckman coulter (bec) field service engineer (fse) was unable to duplicate the vacuum under limits errors noted by the customer. The fse replaced the vacuum pump as a preventative measure. The fse performed a system check which failed with high fliers on the washed portion. The fse proactively performed a preventative maintenance minor. The fse repeated the system check which failed the washed portion. The fse went through the whole module and checked each component without noting any malfunction or issue. The fse rebuilt the wash pump and replaced the substrate probe. Volume checks were performed on the substrate probe and all three dispense probes and no issues were noted. The fse realigned the wash arm. The fse verified instrument performance by running a passing high sensitivity system check, precision run and quality control (qc). In conclusion, the cause of the non-reproducible access ck-mb result is due to a hardware malfunction as rebuilding the wash pump corrected the failing system checks.

Event description:
The customer obtained an elevated access creatine kinase-isozyme mb (access ck-mb) result, above the normal reference range of the assay, on the access 2 immunoassay system (serial number (B)(4)). The customer reported a second sample from the same patient drawn several hours later had an access ck-mb result within the normal reference range of the assay. The customer repeat tested the first sample on the same access 2 immunoassay system and obtained a lower result, within the normal reference range of the assay. The initial elevated access ck-mb result was reported outside the laboratory. The patient was transferred to an alternate facility. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. The customer declined to provide system information, such as access ck-mb quality control (qc), access ck-mb calibration or system check data. The sample was collected in a serum separator tube. Centrifugation speed and time, were not provided. The customer did not note sample integrity issues.